Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided. A correction bolus was delivered, and supplies changed to address bg. The customer alleged the pump was not delivering a bolus as intended; however, tandem technical support confirm that boluses were delivered as intended.